Manufacturer narrative:
The reported complaint of icy catheter (lot #143097) leak was confirmed during functional testing. A bond leak was observed at end of medial balloon during pressure leak test. Probable root cause was due to latent defect at the bond. Visual examination of the returned catheter was performed and found no physical damage. Blood residue was observed on the balloons, distal, medial and proximal luer tubings of the returned icy catheter. Functional testing of the returned catheter was performed. All lumens were flushed without resistance. The returned icy catheter was connected to a pressurized inflation device. A bond leak was observed at distal end of medial balloon during pressure leak test. Thus, confirming the reported complaint. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for icy catheter with lot number 143097. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
During ivtm therapy on a male patient with therapy-resistant fever without inflammation parameters, customer reported there were two "air trap" alarms from the thermogard system within the first 30 hours of treatment and a staff noticed the 500 ml normal saline (ns) bag has emptied. No leaked fluid was observed on thermogard system, patient bed, or floor. A new 500 ml ns bag was attached and also has emptied, ivtm therapy was aborted. Per reporter, no adverse impact on patient with 2 bags of saline infused. It was noted that the icy catheter (lot #143097) was placed in the patient left femoral vein by a experienced practitioner and the insertion was smooth. The patient was being constantly attended throughout the treatment. No consequences or impact to patient. The reported for thermogard system is submitted under MFR 3010617000-2020-00870.